Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13e31025, h13g08029, h13h20055, h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned , therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, nausea and vomiting. The same day the patient was treated with intraperitoneal (ip) vancomycin 2 grams, every five days, discontinued on an unreported date during the month and (ip) gentamicin 40 mg daily for eight days. The cause of the peritonitis was unknown. The patient was discharged two days after admission. At the time of this report the patient was recovering from the peritonitis event. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot numbers will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).